Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated sections: h2, h6, and h11. Additional information: the bleeding occurred during the dissection phase of the procedure. According to the surgeon, bleeding was inherent to the dissection process; however, the hemostatic effect of the maryland bipolar forceps (mbf) instrument was suboptimal. Multiple energy applications were required to achieve adequate hemostasis, resulting in a prolonged operative time. Although the exact source of the bleeding could not be identified, the patient did not require a blood transfusion. Hemostasis was ultimately achieved through repeated energy applications with the same mbf instrument. The cause of the suboptimal energy output from the mbf instrument remains unknown. There were no cables visibly protruding from the distal end of the instrument, and there were no collisions between instruments during the procedure. Additionally, there were no signs of thermal damage, and no arcing was observed. The mbf instrument was used for the remainder of the procedure without replacement. The surgeon noted that the da vinci system instrument may have contributed to the reduced hemostatic performance. The patient did not experience any postoperative complications, and there are no concerns regarding long-term complications as a result of the incident. The patient has since been discharged and remains in stable condition. Device evaluation: further failure analysis investigation clarified that the mbf instrument exhibited damaged conductor wire insulation at the proximal side, inside the housing, resulting in exposed internal conductor wires. Visual inspection confirmed that all parts were present, with no evidence of missing components. There were no abnormally sharp or damaged components identified that could have contributed to the cable breakage.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy procedure, energy delivery from the maryland bipolar forceps (mbf) instrument was inconsistent, resulting in difficulty achieving adequate hemostasis. The following information is unknown: the source and cause of the bleeding, the estimated blood loss associated with the bleeding, if the bleeding was expected, and if any unexpected medical intervention was rendered due to the complication. Additional information has been requested; however, no response has been received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps (mbf) instrument for failure analysis evaluation. Upon inspection, the electrical continuity test failed, indicating an interrupted electrical pathway between the mbf instrument pins and grip tips. The continuity test was performed on each grip, and current flow was not detected across one grip tip. No obvious damage to the conductor wire was observed.